Manufacturer narrative:
The device was returned for analysis. The reported ¿sutures were not attached to the device when pulled back¿ was confirmed. A review of the manufacturing records identified no manufacturing nonconformities. A femoral imaging was not performed. It should be noted that the proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. The reported IFU violation would not have contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The three (3) additional proglide devices are filed under separate medwatch report numbers.

Event description:
It was reported that venotomy closure of the right femoral vein was attempted using proglide devices with an 8f sheath after an electrophysiology (ep) procedure. Reportedly, when the sutures were pulled back, they were not attached to the device for four proglide devices. Manual arterial compression was used to achieve hemostasis. No imaging was performed of access site prior to proglide use. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.